Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was requested about the event, but was not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue was the user not understanding that the disinfectant concentration must be checked before every cycle. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to the olympus endoscope account manager that during reprocessing while using the endoscope reprocessor, they had been using acecide test strips incorrectly. The customer was only testing the strips before the first cycle of the day instead of before each cycle. The customer first called the account manager, asking for the correct method of using the test strips, and then later called him back to report they had been using them incorrectly. The account manager informed the customer that they must use the test strips every cycle and sent them the instructions for use (IFU) information. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.